Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-17889. Related manufacturer reference number: 2017865-2019-17890. Related manufacturer reference number: 2017865-2019-17891. It was reported the patient was deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.